Event description:
It was reported that episode of automatic mode switch (ams) due to noise was noted via remote transmission. The patient presented to the clinic and isometrics were performed reproducing the noise. The patient will continue to be monitored remotely for any further noise. The patient was asymptomatic.